Event description:
Pt complained of IV site bleeding. When nurse removed transparent dressing, bleeding was noted. Nurse inspected the site and noticed that the plastic IV cannula was severed and a small portion was still visible outside the skin and was retrieved intact. The IV was located in the arm in a nonbending area. A question of this being a defective device should be investigated.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: invalid data. Invalid data - on device destroyed/disposed of status.